Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals and noise. The right atrial (ra) lead also exhibited integrity issues. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.